Manufacturer narrative:
The customer requested replacement display information with no engineer evaluation.

Event description:
It was reported to philips that the device needs a replacement display. There was no reported patient involvement.